Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient's therapy had been working well for him until saturday ((B)(6) 2016). The patient's implant seemed to be draining and he was concerned that something was wrong with his implant. The patient had been talking to a manufacturer's representative (rep) about implantable neurostimulator (ins) draining and discussed high density (hd) settings. The patient was feeling stimulation on all groups. The patient turned his ins off the night prior to this report to save on ins battery. Patient services confirmed the patient programmer (pp) screen's ins icon was 75% shaded. The patient was getting all coupling bars when he was charging and the patient was looking at the correct ins icon on the charger screen. Additional information received from a rep reported the cause of the ins battery draining was due to the patient using the hd setting, which the patient was unaware of. Actions/interventions performed to resolve/address the ins battery draining included educating the patient in knowing which setting was hc and that it was normal for the battery to go down rapidly. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep) reported she had not been notified by the patient regarding the change in stimulation, but would contact him to see if he had any questions or needed to be seen.